Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported the 63-year-old male patient was on an impella cp for mechanical support. The automated impella controller (aic) displayed the alarm "controller defective" for approx. 5min. The pump continued to run without any problems; however, the aic was exchanged for another console. There was no harm to the patient.

Manufacturer narrative:
The investigation into the aic - controller failure (red alarm) issue has been completed since the initial report was submitted. The console was returned, visually inspected, and tested. The reported failure was confirmed in the data logs; however, the failure was unable to be reproduced during testing. The cause of the issue was not determined since the issue could not be reproduced.